Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical record review: the vena cava filter was deployed at the level of l3 without incident for a contraindication to anticoagulation. Approximately three months post filter deployment, a filter retrieval procedure was performed. Access was gained to the right jugular vein and a 5 french sheath was placed. A catheter was placed below the filter and a venacavagram demonstrated no clot within the filter. A 7 french sheath was placed just outside the filter and multiple wires and different loop snares were used to try and grasp the filter; however, the filter apex remained against the side of the ivc wall. Angioplasty of the ivc with a 10 mm balloon was performed and the physician was unable to grasp the filter apex. No further attempts were made to retrieve the filter. A completion venacavagram demonstrated the filter remaining in the same location, there was no extravasation of contrast and the vena cava was patent. The sheath was removed and pressure was held. The patient was extubated and taken to the recovery room in stable condition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post vena cava filter deployment for a contraindication to anticoagulation, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. Pressure was held for hemostasis and the patient was in stable condition at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the vena cava filter was deployed at the level of l3 without incident for a contraindication to anticoagulation. Approximately three months post filter deployment, a filter retrieval procedure was performed. Access was gained to the right jugular vein and a 5 french sheath was placed. A catheter was placed below the filter and a venacavagram demonstrated no clot within the filter. A 7 french sheath was placed just outside the filter and multiple wires and different loop snares were used to try and grasp the filter; however, the filter apex remained against the side of the ivc wall. Angioplasty of the ivc with a 10 mm balloon was performed and the physician was unable to grasp the filter apex. No further attempts were made to retrieve the filter. A completion venacavagram demonstrated the filter remaining in the same location, there was no extravasation of contrast and the vena cava was patent. The sheath was removed and pressure was held. The patient was extubated and taken to the recovery room in stable condition. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed at the level of l3 without incident for a contraindication to anticoagulation. Approximately three months post filter deployment, during a scheduled retrieval the filter was found to be tilted with the apex against the side of the ivc wall and could not be removed. Based on the medical records, the investigation is confirm for a tilted filter and difficult to remove as the filter could not be removed after multiple attempts. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately three months post vena cava filter deployment for a contraindication to anticoagulation, during a filter retrieval procedure, the filter was found to be tilted. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. Pressure was held for hemostasis and the patient was in stable condition at the conclusion of the procedure. No additional information was provided in the medical records received.